Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that there was a misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered.the authorized service provider (asp) evaluated the device and confirmed the reported problem. Since it was not resolved by calibrating the touchscreen, the touchscreen was replaced then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.